Event description:
Plate removed due to break in metal. Original surgery in 2000 (about 8 weeks ago). Plate replaced with bone graft to fracture side. 5/10/00 walking to and from dining room in assisted living facility, experienced pain and difficulty raising/abducting right leg. X-rays-fracture of side plate. 3/13/00 fell after feeling light-headed. Right subtrochanter fracture. Surgery in 2000.